Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during puncture on the patient.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. Visual examination revealed the guidewire was bent throughout and kinked at primarily three locations. The j-bend was misshaped. The proximal and distal welds were intact. The returned guide wire contained three distinct kinks along the guidewire body. The kinks were located 392 mm, 415 mm and 590 mm from the proximal end, respectively. The total length of the guide wire measured to be 602 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.804 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was advanced through an 18ga lab inventory needle and lab inventory ars syringe with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel." "Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." "Do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." "Practitioners must be aware of the potential for entrapment of guide wire by any implanted device in the circulatory system (ie. Vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding the length of spring-wire guide inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was bent throughout and was primarily kinked at three locations along its body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during puncture on the patient.